Event description:
It was reported that during a pta/stenting treatment procedure the stent came off the balloon. The physician was attempting to dilate a calcified, 75% stenotic lesion in a somewhat tortuous subclavian artery. Resistance had initially been encountered during advancement of the guider soft tip guide catheter. The stent/delivery device was then introduced through the guide catheter. At some point during the procedure the guide catheter became caught up on some part of the patient anatomy, causing the stent to dislodge from the balloon. The guide catheter was successfully removed along with the stent and delivery device still inside. Another stent was used to successfully complete the procedure. The patient status is reported as "good" following the procedure; no patient injuries or complications were reported.